Event description:
The customer reported that during a percutaneous coronary interventional stenting procedure that the needle in the pressure gauge moved backwards and could not hold pressure on the fourth or fifth inflation. The customer did not know at what pressure the failure occurred. After a visual examination, a leak was observed at the connection between the gauge and the barrel. No harm or injury was reported.

Manufacturer narrative:
Device evaluation: other, the evaluation has not been completed. The customer reported that the suspect device could have also come from lot k213179. Expiration date: 01/31/2014. Device manufacture date: 02/2011. A follow-up report will be submitted when the evaluation has been completed. Evaluation: conclusions: a follow-up report will be submitted when the evaluation has been completed.